Manufacturer narrative:
Correction: section b1, type of report, "product problem" should not have been selected as there was no product malfunction.

Event description:
It was reported that the system was explanted due to infection, sepsis. No malfunction was observed.

Manufacturer narrative:
Analysis was normal. No anomalies were noted. Interrogation was normal, visual screen was acceptable, and a device download was successful. The device was above the normal elective replacement indicator (eri). A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.